Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is state that service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca functional failure, burned pca, ui bezel scratched. The customer complaint was reproduced. There was five error has been identified. The device was scrapped.

Manufacturer narrative:
In the previous report the manufacturer has reported incorrect information in box g: date received by mfg (rfb), box e: initial reporter was after reviewed it was determined that it was incorrect. Box g: date received by mfg (rfb) has been updated in this report. Box e: initial reporter has been updated in this report.